Event description:
A customer reported that the t:slim x2 pump battery was not charging, despite using the tandem charging cable and a third-party wall adapter. After unsuccessful attempts to resolve the issue by trying different wall adapters and charging cables, cts decided to replace the pump. There was no adverse impact to the customer's blood glucose level. The customer was informed about receiving a replacement pump with updated software. Cts provided guidance on the steps to take upon receiving the new pump and instructed the customer to return the faulty pump to tandem within ten days.